Event description:
This 40 yr old female underwent bilateral augentation mammoplasty 4/4/93 with implantation of saline-filled mammary prosthesis. The right implant has since deflated necessitating replacement. It was felt that a small crack was present in the periphery of the right saline implant.